Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer disabled", "defib disabled", "defib fault 72", "pacer fault 116", messages and does not power on with battery power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.